Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare a red x on the heartstart mrx with a bad battery. There was no reported pt impact.